Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the upn and device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used on the right side of the colon during a colonoscopy procedure performed sometime at the end of (B)(6) 2016 week. According to the complainant, during the procedure, the clip was placed over the lesion site and was deployed; however, the clip failed to release from the catheter and was pulled off from the lesion site. Three resolution clip devices were used and successfully placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.